Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient's device reached eri and eos. The clinic was unable to interrogate the device. The patient was asymptomatic. The device was explanted and replaced.

Manufacturer narrative:
(B)(4). Final analysis found the reported inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.